Event description:
The user facility reports one dialysis pt diagnosed with hemolysis post treatment in 2002. Symptoms included shortness of breath, general body pain, and fever. Pt was transferred to ICU and transfused with four units of blood. No cause for this event is apparent. User facility is investigating all equipment and disposables used during treatment.